Event description:
It was reported that the customer had an unspecified cartridge issue. A cartridge change was performed to address the issue. Although requested, no additional information was provided by the customer. The customer's blood glucose (bg) level was "high", although a specific value was not given. The customer administered a manual injection to address their bg.